Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture, separation (although not completely separated), and difficulty removing the device from the introducer sheath were able to be confirmed. The physical resistance, inflation issues, and difficulty removing the device from the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion is a shunt. The 7.0x40 mm foxcross balloon catheter was inflated at 16 atmospheres for 60 seconds, one time. The balloon catheteter was then moved to a different lesion with some resistance felt and inflated; however, the balloon appeared dog-boned and then ruptured at 16 atmospheres. Retraction of the balloon catheter met with resistance and it became stuck. On angiography the balloon marker was observed to be positioned distally and the tip of the balloon was separated from the rest of the balloon. No force was applied at any time during the attempt to retract the balloon. The catheter was cut down at the sheath access site and the distal piece of balloon was retracted. The patient is reported to be well post procedure. No additional information was provided.